Event description:
A caller reported an error with their continuous glucose monitor, specifically citing cgm error 42 related to the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions, guiding the caller through the process. After the reset, the pump did not display the error code again, allowing the caller to successfully start a new sensor session.